Event description:
It was reported that valve was explanted after 8 months implant duration due to infection from enterococcus faecalis. No further info was provided.

Manufacturer narrative:
Device not returned.